Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, the tip of the basket prematurely detached. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter facility address: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block e1: (B)(6). Block h6: device code a150103 captures the reportable event of tip premature deployment. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection noted that the tip was detached from the basket. Also, the side car rx was torn near to the distal end. The reported event was confirmed. Based on all available information, the device could have been exposed to an excess of force, which could have affected the detachment of the tip. Perhaps the manipulation or the technique used could have contributed to the reported event. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and from the information available the device was used per the instructions for the use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, the tip of the basket prematurely detached. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.